Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss with an artificial urinary sphincter (aus). The aus still remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.